Event description:
Same case as MDR ID # 2134265-2013-03401. It was reported that during a percutaneous coronary intervention, an imaging catheter was stuck with the stent and stent damage occurred. Access was obtained via left radial artery. The 90% stenosed target lesion was located in the severely tortuous and non calcified proximal right coronary artery (rca). Pre-dilatation was performed. A promus element stent was implanted, and then an atlantis sr pro2 was used to visualize the lesion for post-stenting. During withdrawal, the guide wire exit port of the imaging catheter got stuck with the stent. The physician determined that the atlantis was difficult to remove. They managed to remove the imaging catheter by cutting the sheath and inserting a guide wire. The physician noticed that the promus stent was slightly deformed, and it was used as it is without additional treatment. The procedure was completed without using the atlantis catheter. No patient complication reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).